Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2022-00507. It was reported one of the patient's leads had migrated. The issue was confirmed by x-ray. Surgical intervention took place in which the entire system was explanted and replaced. Therapy restored. Note: it is unknown which lead migrated; therefore both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.